Manufacturer narrative:
The device was unable to prime during prime test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was monitored and tested with no failed battery test and no weak battery alarms noted. The pump was received with cracked reservoir tube lip, cracked case near the display window corners, and cracks on display window noted.

Event description:
The customer reported via phone call of issues with high blood glucose levels, weak battery, and failed battery alarms. The customer states their device alarmed for weak battery and soon after failed battery. The customer states the device powered off without warning. The customer's blood glucose level at the time of incident was unknown. The customer also states there are cracks on the battery compartment and the bottom of the lcd screen. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.